Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pick and delivery report was not appearing on the station and did not communicate with the pharmacy. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) verified the station was in retry mode and stopped database synchronization and deleted the dispensing device key insertion. Then, the tss started database synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.